Event description:
Related manufacturer reference number: 2017865-2025-16754. It was reported that the patient presented for a follow-up in the clinic. During device interrogation, it was observed that the right atrial (ra) lead exhibited noise and low impedance, while the right ventricular (rv) lead showed noise and a high capture threshold. Both the ra and rv leads were explanted on (B)(6) 2025. The patient was in stable condition.